Event description:
A report was received on 04 may 2024 from a health care professional (hcp) of a critical care facility, who stated a dialysate bag broke when initiating renal replacement therapy on (B)(6) 2024. Additional information was received on 10 may 2024 from the hcp who stated the nurse was splashed in the eyes and was given prescription eye drops (nos) for a diagnosis of corneal abrasion. Per the hcp, the nurse has recovered without sequelae.

Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.